Event description:
It was reported that a patient underwent a total pelvic floor repair procedure on an unknown date and mesh was implanted. The patient experienced a one cm mesh extrusion and vaginal bleeding. The patient underwent a procedure for mesh excision. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.